Manufacturer narrative:
Section b3: corrected. Manufacturer's investigation conclusion: the reported event of driveline communication fault and controller clock corrupt alarms was confirmed via the submitted and downloaded log files but was unable to be reproduced during evaluation of the returned heartmate 3 system controller. The log files captured controller clock corrupt alarms throughout the log file due to the system controller clock not being set. This suggested that there was a complete loss of power to the system; however, a specific cause could not be conclusively determined as the onset of the event was not captured within the log file. The controller clock corrupt alarms resolved after the system controller clock was set to 13sep2024 11:52:24. On 17jan2000 at 19:12:13, the log file captured driveline communication fault alarms due to comm b faults. The alarms remained active until the driveline was disconnected on 13sep2024 at 12:42:42. The driveline and power cables being disconnected is consistent with a system controller exchange. The driveline communication fault and controller clock corrupt alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The system controller, (B)(6), underwent preliminary and functional testing and was able to operate a pump with no alarms active. The reported driveline communication fault alarms were unable to be reproduced during testing. The provided information indicated the system controller and modular cable were exchanged. The controller clock was reported to be synced after the exchange to system controller, serial number (B)(6), in august. Multiple attempts were made to obtain additional information regarding the resolution of the driveline communication fault alarms after the equipment exchange; however, no additional information was provided. The root cause for the controller clock corrupt alarms was determined to be due to the system controller clock not being set; however, root cause for the system controller clock not being set was unable to be conclusively determined through this analysis. A root cause for the driveline communication fault alarms was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 04jun2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller clock corrupt and driveline communication fault alarms. The heartmate 3 instruction for use, section 3, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user to not sleep on 14v li-ion batteries. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 instruction for use, section 4, entitled ¿system monitor¿, gives instruction on how to set and change the date and time of the system controller. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was seen in clinic. They had a driveline communication fault. System controller and modular cable were changed out and the alarm resolved. The patient tolerated the exchange well. They had no symptoms associated with this event. Log files captured audible driveline communication faults starting (B)(6) 2024 at 17:15 and continued for the remainder of the log. These faults were affecting the b line of communication. Log files from next system controller showed clock corrupt events from the beginning of the data capture. The current timestamp shows a date of (B)(6) 2000 meaning that may have occurred around 17 days ago, right around the time when the modular cable and system controller were exchanged for driveline communication faults the first time. After the modular cable and system controller exchange, the clock was synced. The log noted constant driveline communication faults starting sometime on (B)(6) 2024 afternoon/evening. Plumber's tape had been suggested to the patient where the connection from the modular cable and driveline connect. The patient had showered multiple times since the exchange in august. Another system controller and modular cable exchange were performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.